Event description:
A patient developed puffy eyes and cheeks approximately 6 - 7 weeks after placement of veneers using calibra. No medical/surgical intervention was required to treat the symptoms and the area around the veneers was reported as looking healthy. Also, a medical doctor and oral surgeon were consulted and neither was able to identify the cause of the symptoms. Please note that the date of event indicated is approximate.